Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for the call was caller stated patient (pt) lost 50-60lbs and now the implantable neurostimulator (ins) is hurting the pt as it is sitting on the hip. Caller stated the issue was the ins was hurting the pt and pt cannot get relief no matter what they do. Caller states it is on and running, however, feels like it's pressing against an open sore. Caller stated pt was getting worse the last couple of months. Caller stated pain is there whether on/off. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that their doctor tried to find a doctor to remove the implant as requested. She cannot locate a physician who does the removal. The issue has not been resolved.